Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
Original case date (B)(6) 2016. It was an eight screw construct. The two top right locking screws were disengaged from the poly head. We replaced two screws with a larger diameter 5x40 and replaced all four caps on that side. He checked the other side. All caps were tight. This revision was on (B)(6) 2016.